Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 46 mg/dl with severe headache associated with an issue with the buttons on the keypad. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the down arrow, up arrow and ok buttons were under responsive and believed they caused an over delivery of insulin. This complaint is being reported because the patient allegedly experienced hypoglycemia because of a button/keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the original complaint could not be duplicated or confirmed. The keypad was fully intact. All of the keys were fully responsive to user presses with no hypersensitivity observed. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. A 10u normal bolus and a 10u audio bolus were successfully performed with no keypad issues observed and both were accurately recorded in the pump history. The keypad cover was removed and no contamination or button contact defects were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.